Event description:
It was reported that during the implant procedure, the lead exhibited unsatisfactory thresholds, and as such, the lead was not used. Another lead was implanted. As the new lead was being connected to the device, the setscrew fell out of the device. As a result, the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.